Event description:
It was reported that there was an asystole episode from the implantable cardiac monitor with both oversensing and undersensing. There were also diminished r waves and a wandering baseline. This indicated unstable electrode contact with the tissue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).